Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during intra-operative high impedance on electrodes: c/3, 1/3, 2/3. The rep stated they removed the battery, dried and put back into pocket with no resolution. The other impedance values were within normal ranges with good sensory on all 4 electrodes. They ran impedance test at 2, then "bumped to 1.5." "Pulse width was 210 then bumped to 90." Recommended increasing voltage to 3 and pulse width to 300, 330 and 360. The rep implemented and stated impedance values were still high for electrode pairs using number 3. The rep discussed ins or lead change with the physician and it was indicated that they changed the lead and were still getting same impedance issues. They changed the battery and it was fine. They ended up using the first lead that was placed and the battery was the issue. No further complications were anticipated/reported.

Manufacturer narrative:
Product analysis (B)(4): analysis information -- 2018-11-05 12:11:42 cst pli# 10, product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.